Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored a ventricular event due to v>a but the rhythm appeared to be 1:1. Upon further review, the average heart rate calculated was 130 beats per minute (bpm) for the right atrium (ra) and 162 bpm for the right ventricular (rv) lead due to an undersensed atrial beat. Technical services (ts) explained that clinical decision was based on rhythm interpretation. This crt-d remains in service. No adverse patient effects were reported.